Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found foreign material in the nozzle attributed to insufficient cleaning. Additional evaluation findings were as follows: due to a crack on up/down (u/d) knob, water tightness was lost, due to wear of angle wire, the play of u/d knob and the bending angle in up direction was out of the standard value, the adhesive on bending section cover hah a chip and a white-clouded area, due to clogging of nozzle, and the water removal ability did not meet the standard value, the plastic distal end cover had a dent. The following parts had scratches: switches 1,3,and 4, protector of universal cord on control section side, and the connecting tube. A review of the device history record found no deviations that could have caused or contributed to foreign material in the nozzle issue, the device was shipped in accordance with specifications. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material in the nozzle could not be determined. Additional information obtained identifies that the product was cleaned, disinfected, and sterilized before being sent to olympus, the customer flushed the air/water nozzle with water and air, there were no abnormalities in the accessories used for reprocessing, the endoscope was presoaked in the detergent solution, and the air/water nozzle / channel was flushed in the detergent solution. The customer stated that there was no foreign matter found after cleaning. A follow-up communication was performed and the customer did not provide their reprocessing practice and therefore a definitive root cause could not be identified. However, the following information is stated in the IFU (instructions for use) which may help to prevent the issue: the operation manual: chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system describes how to inspect for the subject event. Inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function. Inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Feedback to the customer from the service business center (sbc) recommended to the user to practice reprocessing in accordance with the IFU. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that they suspected water leakage on the evis lucera elite colonovideoscope. Inspection and testing of the returned device found foreign material in the nozzle. There was no report of delay or harm to a patient or user. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.